Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that while alarms occurred, they were delayed in annunciating. No patient harm.

Event description:
The customer reported that alarm information was delayed in transmission to the information center. There is no patient harm reported in associated with this issue involving the information center product.